Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which caused elevated blood glucose levels. The patient received a blood glucose result of 440 mg/dl on her aviva insight system. The patient experienced elevated blood glucose levels of a headache, dizziness, and abdominal pain. The patient was taken to the hospital. At the hospital the patient was treated with unknown insulin, paracetamol, and saline. The patient was hospitalized for two days. The caller alleged that the leak occurred with almost all of the infusion sets from this box. The used infusion sets were discarded; therefore, customer will only return the remaining infusion sets in the box for evaluation.